Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty, removal difficulties were encountered. The 99% stenosed target lesion being treated was located in the moderately calcified and tortuous subclavian vein. It was noted that the balloon was inflated at 15 atm for 30 to 60 sec. During the procedure, the physician was unable to retrieve the device into the non bsc sheath. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Event description:
It was further reported that the device and sheath were removed together.